Event description:
It is reported that the lens was removed and replaced due to the lens descending and did not remain in place. No adverse effects and no patient injury were reported.

Manufacturer narrative:
Lens explanted. Intraocular lens (iol) was received cut in half and found to have one distorted haptic. There was also evidence of ophthalmic viscosurgical device (ovd) on the lens that is consistent with a lens that was handled and prepared for use. Prior to release to market the intraocular lens met all manufacturing specifications. The manufacturing record was reviewed and did not show any deviations related to this complaint. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.